Event description:
It was reported that the device indicated end of service (eos) and had unexpected battery longevity; it lasted 2.5 years. It was also noted that the patient had low hemoglobin (hgb) during the replacement procedure and was admitted for a blood transfusion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. The device met 84% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).